Manufacturer narrative:
Investigation in process, but not yet complete. A follow-up medwatch report will be sent to the FDA upon completion.

Event description:
It was reported that the patient underwent a three level procedure, performed in the (B)(6), on (B)(6) 2012 utilizing the s-lok pedicle screw system. Patient subsequently presented with pain, and radiographs indicate a broken pedicle screw. A revision procedure was performed on (B)(6) 2014 to remove all hardware.